Event description:
It was reported to boston scientific corp in 2008, that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy (peg) procedure performed one week prior. According to the complainant, after placement of the button, limited contact between the external bolster and skin surface existed, due to the small diameter of the gastrostoma. The button dislodged falling into the stomach during feeding. The button passed through the patient and was eliminated during defecation. There were no patient complications reported as a result of this event. The patient's condition was reported to be "good."

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. The device evaluation cannot be performed; the cause of the reported malfunction is undetermined.